Manufacturer narrative:
The patient¿s age at the time of event is not known. The patient¿s gender is not known. The patient's weight is not known. During the review of the lot 17650821, one (1) unit was rejected due to wrinkles observed on the polytetrafluoroethylene (ptfe). This defect could be related to the reported issue with the prowler select plus microcatheter. Further review of the device history record (DHR) confirmed that the rejected unit was properly segregated and discarded. There were no other issues noted that would be considered as potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt. Manufacturer reference number: (B)(4).

Event description:
The healthcare professional reported that during the coil embolization of an aneurysm at the internal carotid artery (ica), the prowler select plus microcatheter (606s255x / 17650821) was inserted into the guiding catheter (contrast catheter) to approach the target lesion. When the first coil (terumo clinical supply, azur 18 2x4) was used, the coil introducer became stuck in the hub of the microcatheter and could not be inserted into the microcatheter. The physician made several attempts to insert the coil but was unsuccessful. The microcatheter was removed and replaced. After the microcatheter replacement, three coils (azur) were used to complete the procedure. The procedure was successfully completed without further issue or delay. There was no patient injury or complication reported. The patient¿s vessel was not tortuous and not calcified. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. The product was stored per labeling instructions. No visible defect/damage was noted on the product prior to the reported event.